Event description:
During a patient transfer with a ceiling lift, the portable motor fell from the ceiling onto the patient and nurse. The d-ring from the ceiling lift trolley came unscrewed causing the motor to fall. The product was manufactured by barton medical. The patient was over a surface at the time and required stitches.

Manufacturer narrative:
Re-seller visited the facility to inspect the bolt which secured the d-ring to the trolley and found the bolt appeared to be functional however the assembly had not been drilled to receive a safety roll pin which would prevent the d-ring from coming unscrewed. Re-seller contacted the manufacturer, barton medical, who responded with a quality alert to be distributed to all customers owning the product. Re-seller contacted all customers regarding the alert.